Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was hospitalized on (B)(6) 2016 due to a hyperglycemic event. The insulin pump was malfunctioning. The day before the customer went to his doctor's office with a blood glucose level of 561 mg/dl. They treated his blood glucose level with 10 units using a manual injection and the customer bolused with 7.5 units. At the doctor's office the ambulance was called and was taken to the hospital. The customer was currently in the hospital with insulin drip and was unable to talk. The customer was wearing the insulin pump at the time of hospitalization. The time on the insulin pump was incorrect. The insulin pump alarmed no delivery. The device was not returned.